Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Medwatch report received. It was reported that the patient was revised to address periprosthetic joint infection. Medwatch document reviewed. Information within the document reveals the patient to have experienced a revision for left hip periprosthetic joint infection. Procedure (B)(6) 2017, left hip joint arthrotomy for infection with extensive irrigation and excisional debridement; wound vac assisted closure. Revision procedure (B)(6) 2017, findings of ongoing necrotic tissue requiring further excisional debridement, acetabular and femoral components were well fixed and stable. Head and liner exchange was completed without difficulty. Able to obtain surgically clean wound after excision. Please note, the medwatch also indicates that prior to the patient¿s infection they were revised due to acetabular cup loosening with protrusion deformity. At this time, there is insufficient information to determine if depuy products were involved in the initial revision. If this information becomes available, it will be re-addressed at that time. Updated 10-20-2017.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provision of 21 cfr, part 803. The report may be based on the information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Product complaint # (B)(4). No device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Device history lot : null. Device history batch : null. Device history review : null. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Complaint description: medwatch report received. It was reported that the patient was revised to address periprosthetic joint infection. Medwatch document reviewed. Information within the document reveals the patient to have experienced a revision for left hip periprosthetic joint infection. Procedure (B)(6) 2017, left hip joint arthrotomy for infection with extensive irrigation and excisional debridement; wound vac assisted closure. Revision procedure (B)(6) 2017, findings of ongoing necrotic tissue requiring further excisional debridement, acetabular and femoral components were well fixed and stable. Head and liner exchange was completed without difficulty. Able to obtain surgically clean wound after excision. Please note, the medwatch also indicates that prior to the patient¿s infection they were revised due to acetabular cup loosening with protrusion deformity. At this time, there is insufficient information to determine if depuy products were involved in the initial revision. If this information becomes available it will be re-addressed at that time. Updated 10-20-2017.